Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site had an inaccuracy in a case. The surgeon did not provide any additional details. The manufacturer representative (cc) noted the potential for arm movement after registration. The cc also noted that projection was turned on, and it was navigating the projection. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 1.3.2, ubd: , UDI#: a medtronic representative went to the site to test the equipment. Testing revealed that the system had no failures. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information added to section e. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the site did not have the exact or approximate inaccuracy. It was noted that the inaccuracy was ¿enough to make navigation unusable.¿

Manufacturer narrative:
H2/h6: the logs from sw kit 9735737 stealth s8 cranial were returned for analysis. Analysis found that the logs captured one session on the date of the issue and the site did the trace registration on the date of the issue. The archive provided is of application version 2.0.0, whereas the issue happened on application 1.3.2. Provided the incorrect archive, as per the information provided on 19-jan-2023, correct archives are not available. Without proper exam archives, there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.